Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock while walking on the treadmill due to t-wave oversensing (twos) of the right ventricular (rv) lead. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.